Event description:
Customer reported experiencing temperature alarms numbered 10 and 11. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery, and no backup therapy was available. Technical support decided to replace the pump with one that had updated software. Training for the replacement pump was made available in the customer's tandem source account, and instructions for returning the problematic pump were provided. The customer acknowledged the instructions and agreed to return the pump via ups within 10 days using a pre-paid label.